Manufacturer narrative:
Evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If this occurs, resistance will likely be experienced during subsequent advancement. Manipulation against resistance likely contributed to the friction lock becoming wrinkled on the introducer sheath, and the introducer sheath being stretched. The pusher assembly mid-joint was unable to advance out of the introducer sheath friction lock during functional testing. The stretched introducer sheath may have contributed to additional resistance when testing. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal thoracic artery using penumbra smart coils (smart coils) and a non-penumbra microcatheter. It was noted that the patient anatomy was tortuous. During the procedure, a smart coil would not advance at all from its initial position within its introducer sheath. Therefore, the smart coil was removed. The procedure was completed using four smart coils and the same microcatheter. There was no report of an adverse effect to the patient.